Event description:
During an implant attempt of the subject ICD connection issues were noted. Reportedly no click sound was heard during tightening of the rv-is-1 connector into the device port. Another screwdriver was used and the lead was connected normally - the ICD remains implanted. The screwdriver associated to the subject ICD is returned for analysis.

Manufacturer narrative:
(B)(4) 2013 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.